Event description:
It was reported that on (B)(6) 2025, the patient¿s blood glucose levels increased to approximately 400 mg/dl after an unspecified duration of pod wear. The patient reported that the elevated blood glucose levels occurred after eating cake and persisted despite administering correction bolus doses. The patient subsequently began feeling unwell and developed symptoms including headache, anxiety, nausea, disorientation, and an abnormal sensation she described as ¿feeling weird.¿ the following day, during a previously scheduled blood draw appointment with her rheumatologist for an unrelated medical condition, laboratory testing revealed a blood glucose level above 500 mg/dl. Following advice from her physician, the patient presented to the emergency room and was subsequently hospitalized. Treatment during hospitalization included intravenous fluids (possibly including sodium) and insulin. Repeat laboratory testing showed elevated cardiac biomarkers, which were described to the patient as ¿markers of a heart attack,¿ and an abnormal electrocardiogram was identified. The patient was transported by ambulance to another hospital for cardiac observation and was later transferred by ambulance again for cardiac catheterization. Cardiac catheterization revealed mild, non-obstructive findings (approximately 20¿25% arterial narrowing), with no stent placement or intervention required. The patient reported being diagnosed with myocardial infarction with non-obstructive coronary arteries. Treating physicians indicated the event was likely related to prolonged severe hyperglycemia, potentially involving ¿capillaries in the heart muscle either spasming or bursting,¿ rather than plaque obstruction. The patient was discharged on (B)(6) 2025. Following discharge, she reported being ill for approximately one week, experiencing fatigue, extreme exhaustion, and difficulty resuming normal daily activities.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone15.4, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.